Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. The distal thread is cracked and the remaining threads are deformed and some are missing small pieces. Device is also soiled with what appears to be human matter. The outer diameter and wall thickness of the returned screw was measured and found to meet print specifications. After the evaluation the root cause for the reported issue could not be determined. (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the anchor broke upon insertion. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.